Event description:
It was reported that during an unrelated hospital visit, it was determined that the atrial and ventricular leads were reversed within the header of the pulse generator. The pocket was opened and the leads were inserted into the correct header ports. The patient was stable following the procedure and would continue to be monitored.